Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump was "burning," allegedly causing the touch screen to crack. The customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose.